Event description:
It was reported that a malfunction 16 code occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed on using multiple daily injections as backup therapy. They were also provided instructions on returning the problematic pump in storage mode using a pre-paid label.